Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device was an attempted implant as communication could not be established and a magnet rate could not be obtained. The device pocket was re-opened following implant and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated in the laboratory setting and did not exhibit pacing output. The exterior case was removed in order to facilitate inspection and testing of the internal components. Following case removal, the device was successfully interrogated. The battery status was beginning of life (bol). The device was operating in safety mode. Review of device memory found the device recorded an oscillator mismatch error which resulted in the observed safety mode operation. Of note, no radio frequency (rf) errors or high current draws were noted. Additional testing performed over several days isolated the root cause of the oscillator mismatch error to an issue with the internal quartz crystal component.